Event description:
Report received that side a of a pump was not pumping. It was reported that a home care pt's family called the physician's office to get a replacement pump because side a of the pump was not pumping. There were no reported alarm alerts. It was not known what was infusing or how long it was before it was noted that the pump was reportedly not pumping. The pump was replaced and there was no reported adverse pt event as a result. Though requested, there was no further info available.